Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common femoral artery that was non tortuous, non-calcified and 70% stenosed. The supera stent was deployed without issue; however, during removal of the stent delivery system, it was noted that the tip detached and remained in the introducer and the proximal stent was attached to the delivery system. The stent was removed with the delivery system. There was no adverse patient effect or a clinically significant delay in procedure. There was no additional treatment provided. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure could not be confirmed as the delivery system was not returned. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal resulting in the tip catching in the stent and pulling the stent out with the delivery system; however, without having the delivery system to examine the position of the system lock, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.